Event description:
Device malfunction: none. Symptoms/ae: mild dysarthria, dry mouth, visual field defect and hemodynamic (hypotension). Time of symptoms/ae: post procedure in 2007. It was reported, the pt experienced mild dysarthria, dry mouth and weak vision in the left eye with patchy visual field defect, post carotid procedure with no resolution date being given. The pt also experienced a hemodynamic (hypotension) episode resulting in prolonged hospitalization by 1-day, resolving within 2 days. Per protocol, the pt was sent to ICU and given a neosynephrine drip. The pt was discharged home 2-day post carotid procedure. No additional information available. Study events.